Manufacturer narrative:
Device mfg record review. Review of mfg record verified the lot met all release requirements.

Event description:
On (B)(6) 2011, it was reported the gore propaten vascular graft was explanted on (B)(6) 2011 due to infection in the mid-section of the graft. Additionally, it was reported the graft did not incorporate throughout the entire length and initial findings were the infection was staph aureus but not enough time had gone by to determine if it was mrsa. The pt rec'd an expandable stent in the right common femoral artery and a self expanding stent in the right external iliac artery after the graft was explanted.